Event description:
The customer contact reported a leak below the flush device; subsequently, blood loss was noted. The monitoring kit was being used to deliver an unspecified solution. After an unspecified length of time in use, the customer reported a leak at the male adapter. An unspecified amount of blood loss was reported. The monitoring kit was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.